Event description:
A customer reported they observed a crack and/or moisture in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The bulit-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-4/14/2009-002-c was reported (B) (4) on 04/14/2009.